Manufacturer narrative:
D6b: updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an unrelated call, additional information was received from the patient. They reported that their stimulator was always bothering them, it was 'killing me' and sticking out. They had two revision surgeries to help with it, but still had problems. They stated they also lost weight which may have contributed. The stimulator had since been replaced and they are happy with the size of their new device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that for "awhile now" they have been having pain at the ins site. The caller stated that the healthcare professional (hcp) gives them cortisone shots to help with the pain, but that only sometimes helps. The caller stated that the pain is so bad that whenever they sit down or sit for a period of time and then stand up, the pain "hurts so bad." The patient stated that they would rather deal with the pain then have bowel issues (reason for device). The hcp wants to implant the micro and thinks that will resolve these issues. The caller also mentions that they fell (twisted ankle and landed "sitting up") the weekend of july 4th and that could have worsened the pain. Additional information was received from a healthcare professional (hcp). The hcp reported that there were no device concerns, the patient is waiting to get the micro implant. The generator was causing pain, it had been repositioned. Additional information was received from a healthcare professional (hcp). The hcp clarified their statement that the ins was repositioned, writing that the device (generator) had come close to the sacrum and was moved lateral. This was reportedly caused by the patient's significant weight loss.